Event description:
Add'l info rec'd from rptr (B)(4) 2012: as reported previously, having discomfort following hip replacement, depuy pinnacle mom. Had blood test with report that chromium level slightly elevated: 17mcg/l normal <=1.4mcg/l.

Event description:
Had a pinnacle all metal hip replacement. Continue to have pain in groin area of that hip especially when flexing the hip such as to raise leg into car. Hip replacement (B)(6) 2009. Pinnacle ultron type, all metal. Continued pain groin area.